Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0b9t9, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported impedance measurements were taken and at 3v and the 2<(>&<)>3 pair showed 34 ohms. No symptoms were noted. It had been since implant. Additional information received 2 weeks later from the hcp reported the patient¿s deep brain stimulator (dbs) settings were safe. The therapeutic impedance was normal. The patient¿s current programming configuration did not include any impedance abnormality. The patient was notified that they could not have an MRI/CT scan ordered which was unrelated to the dbs. No actions/interventions were taken to resolve the low impedance. The cause of the low impedances was not determined and it had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep indicating the low impedance was not resolved and continued to show 34 ohms. They were not using contacts 2 <(>&<)> 3 in their therapy and there was good efficacy with current settings so no revision had been done. The hcp stated they thought there may have been some damage done to the lead while doing the implant procedure.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va0b9t9 serial# implanted: (B)(6) 2014 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the manufacturer representative (rep). It was reported the patient was currently using c-1, which had 1203 ohms. The rep was to discuss the issue with the hcp. No further complications were reported as a result of this event.